Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date 11/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the outer layer of the pta balloon allegedly was peeling. It was further reported that balloon material was also allegedly unraveling. Reportedly there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. Additionally, a fiber disturbance was noted on the distal cone of the balloon. Therefore, the investigation is confirmed for peeled outer layer and for a fiber disturbance. The balloon was able to be inflated and deflated without issue. The investigation is unconfirmed for the reported unraveled issue, as no balloon fibers were identified to be unraveled. The investigation is inconclusive for the reported retraction issues, as the original sheath was not returned with the device, and as the returned device was not able to be fully functionally test due to the returned sample condition. The definitive root cause for the identified peeling of the outer layer, fiber disturbance or reported retraction issues could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the outer layer of the pta balloon allegedly was peeling. It was further reported that balloon material was also allegedly unraveling. Reportedly there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.